Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Report source: foreign (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the surgeon could not engage the articular surface into the tibial tray upon impaction. The surgeon rechecked several times and made adjustments, but could not seat the articular surface. Additionally, the surgeon also tried from lateral position without success. Another device was used to complete the procedure without further complication. No patient consequences were reported as a result of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection of the device. The returned articular surface exhibited signs of use (nicked/gouged) and the locking tab appeared to be damaged (extreme gouging). Dimensional evaluation found that the part was conforming to measurable print specifications. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.